Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed as follows; there was no irregularity in the channel from the instrument channel outlet to the suction connector. There was no stain, foreign material, or scratches around the instrument channel and cylinder. The distal end had a scratch. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for gram-negative bacteria. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model, oer-4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.